Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had abnormal behavior. No additional patient or event information is available. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well as the test on global transmitter final functional tester was passed. Data log review was performed, the reported failed transmitter was not confirmed. A root cause could not be determined.